Manufacturer narrative:
Correction: it was reported that the surgeon felt that he was not accurate upon reaching a midline brain stem abnormality. No exact measurement of the inaccuracy was provided.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered that, during registration of the patient, the surgeon used a poor tracer pattern as some traces looked to be under the eye and in the soft skin areas with numerous yellow and red points around the nose. The representative recommended better tracer patterns to the surgeon. No further issues were reported and no parts were replaced. It was also discovered that the CT scan was not within protocol. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the site reported inaccuracy during navigation. The surgeon continued the procedure with navigation without issues. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.